Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the surgeon was using the stapler to the patient's stomach. The first shot with a reload was carried out but an issue occurred on the second firing. The green button cannot be activated and firing was no longer possible. They changed to another stapler and reload to complete the case. No patient injury noted.

Event description:
According to the reporter, during a laparoscopic gastroplasty, while stapling the stomach, the first shot with the reload was carried out with a charged device, but when the second shot was made the green button could not be activated. The stapler was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. They changed to another stapler and reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. If information is provided in the future, a supplemental report will be issued.